Event description:
It was reported that during the initial implant procedure, loss of capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Electrical testing was performed and internal shorting was noted between conductor coils due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.